Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was dissatisfied as the inflatable penile prosthesis reservoir was placed ectopically and sticks out so he cannot wear a belt. The patient also stated that he had lost 1 and a half inches in length and had lost girth of his penis following the implant. No patient complications were reported.